Manufacturer narrative:
The pump was received with a cracked case behind the pump near the battery tube compartment. A test battery was inserted and removes properly from the battery compartment noted. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08725 inches. The pump was monitored and no unexpected pump on/off, e/a alarm and battery anomaly noted. Successfully downloaded history files and traces using thump. There was no e/a alarm recorded in the formatted history file on the event date 01-jun-2023. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No battery anomaly or power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file on the event date 01-jun-2023. Please see below for pump errors/alarms noted 1 week prior to the event date 01-jun-2023 in the formatted history file.  Lost sensor 1alert (780) was recorded and found in the formatted history file on: 05/30/2023 13:36:00.000. Lost sensor 2alert (781) was recorded and found in the formatted history file on: 05/30/2023 13:52:00.000. 05/30/2023 14:02:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No unexpected sensor errors or connection anomalies noted. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: 05/28/2023 07:53:31.000 alarmalertnotification (40) fault number: no delivery (7) during bolus delivery. 05/28/2023 08:03:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 05/31/2023 05:04:47.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 05/31/2023 05:14:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Pump error 4 alarm and pump error 63 alarm (variableinfo = 15) (file number: 2017 line number: 147) were recorded and found in the formatted history file on: 05/26/2023 01:43:08.000 and 05/29/2023 13:11:46.000. Pump error 4 alarm and pump error 63 alarm (variableinfo = 15) (file number: 2017 line number: 147) were confirmed, suspected on hw. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a scratched case and a serial number label missing. Cosmetic damage was confirmed at the back of the pump. E/a alarm, battery anomaly and unexpected pump on/off were not confirmed. However, pump error 4 alarm and pump error 63 alarm (variableinfo = 15) (file number: 2017 line number: 147) were confirmed according in the formatted history file, suspected on hw. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a  pump error and battery was unable to fit in the compartment. Customer stated that there was a crack on the back of the pump. No harm requiring medical intervention was reported. Troubleshooting was performed and customer was advised to replace pump. The customer will discontinue the usage of the pump and revert to health care professional¿s plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states . Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.